Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered fluid under the right side of the instrument. The fse found a cut tubing at pinch valve pv46b and proceeded to replace the tubing. Failure mode of the leak is attributed to a cut tubing at pv46b. (B)(4).

Event description:
The customer reported noticing approximately 10 ml of clear blue fluid leak on the right side of the coulter lh 750 hematology analyzer while performing maintenance. The customer stated that the leak was not contained within the instrument and fluid dripped onto the countertop. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and personal eye glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer stated that qc (quality control) results passed and the instrument did not generate error messages.